Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering the tubing of an unspecified quantity of exactamix vented, micro-volume inlets. Air appeared to enter the tubing before the vented spike connection in the gap the tubing. These issues occurred in the pharmacy during priming and verification steps prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.